Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the suprapubic catheter¿s stop working after about a week of use last less than a month verses, they used to work well for up to a year. Stated that the foley statlock rubber like material comes loose or either adhesive did not stay attached to leg past a week. And they were about 6 other catheters that did not function.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure mode could be due to incorrect eye size - undersized. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the suprapubic catheter¿s stop working after about a week of use last less than a month verses, they used to work well for up to a year. Stated that the foley statlock rubber like material comes loose or either adhesive did not stay attached to leg past a week. And they were about 6 other catheters that did not function.